Event description:
Additional information per mw5060287 the first pump malfunctioned and was replaced [ see manufacturer report 3004209178-2011-01830 ]. Another pump was replaced in 2014 [see manufacturer report 004209178-2014-19786]. Now this 3rd drug infusion system motor was stalling and not delivering the prescription dosage. Causing paralyzing pain and drug withdrawal. From the first scheduled refilled there was volume discrepancies that have continued to increase to over 50% of the prescribed drug not being delivered. Pump study done in 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (10 mg/ml at 6.498 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. Since (B)(6) 2015, the patient had withdrawal symptoms/sweating. There had been some volume discrepancies at refills. On (B)(6) 2015 expected 3.7ml/actual 3ml; on (B)(6) 2015 expected 7.1ml/actual 7.2ml; on (B)(6) 2015 expected 4.3ml/actual 5.4ml; on (B)(6) 2015 expected 4ml/actual 5ml; on (B)(6) 2015 expected 2.4ml/actual 3.8ml; on (B)(6) 2015 expected 3.4ml/actual 7.0ml; and on (B)(6) 2015 expected 24.1/actual 27ml. A dye study was done (B)(6) 2015 and the catheter was found to be patent. The pump logs did not reveal any stalls. They planned to watch and follow the trend. In the meantime, a CT with contrast was ordered (radiology refused performing an MRI twice). As of (B)(6) 2015, the volume discrepancies and withdrawal were not resolved on (B)(6) 2016 additional information received reported that the patient was implanted with their pump on (B)(6) 2014. The patient stated they have had issues with volume discrepancies since the very first visit after they were implanted stating there was a volume discrepancy. The patient did not have the volume discrepancy but stated their refill intervals are approximately every 64-66 days. The patient's had volume discrepancies with their pump since the very first refill and every refill after implant. The patient has had one pump study done in (B)(6) 2015 that confirmed it wasn't the catheter or the rotors but the healthcare provider feels is the motherboard. The patient had withdrawal for 9 days that started on (B)(6) 2015. The patient at first stated it was originally after their last refill (B)(6) 2016 but then clarified it was (B)(6) 2015. The patient stated she was confused on the dates about the withdrawal but stated she could barely make it to the bathroom during the timeframe. The patient was suffering in pain and was waiting on what the healthcare provider was going to do because nothing was helping. On the patient's last visit with her healthcare provider where it is at a teaching hospital the healthcare provider told them that the company representative was there during the surgery and was insistent it was catheter, the healthcare provider stopped the surgery and did a second pump study to prove the catheter was not the issue which the patient believed it was at the time of the third pump implant (B)(6) 2014. Per the patient the healthcare provider had been calling into the manufacturer with each refill situation. With the patient's last refill on (B)(6) 2016 the patient had suffered severe withdrawals because over 50% of the medication was still left in. At first the healthcare provider turned up the medication when it was not delivering the medication and then it just got worse and worse. The patient was suffering and wanted to know what was the warranty on the pump and what should she do. When the patient had the withdrawals for 9 days straight the patient could barely make it to the bathroom and asked the healthcare provider if he should just take the medication out since patient had already been over the withdrawals. The patient was in a lot of pain and wanted the suffering to stop and recalls how wonderful life was when she had it before. Per the patient the pain came when the withdrawals came. The patient further stated that they had "sweatings" but never had full blown withdrawal until the 3rd or 4th refill. The patient was told that if the "unapproved drug" worked in the first pump for over 6 years there should be no reason it didn't work in the second or third pump, it was an issue with the pump. The patient wanted to know if the pump wasn't working. The patient had a CT scan with contrast and asked if there was any way to surgically fix the back and the patient's healthcare provider told the patient that there wasn't a surgical fix either and wished her pump worked because it helps the patient's pain relief when it works. The patient stated that it was a little over a year and has not delivered the medication that it needs to. The patient went in on the (B)(6) 2016 because the patient was in so much pain and felt like the pump was shut down and not working. The healthcare provider checked the pump and stated expected amount was 24.4 ccs and the actual amount was 27.2 cc which was a difference 2.8cc. The (B)(6) 2016 was not the patient's regular refill date which wasn't due for another month to get refilled. Per the patient's family the healthcare provider gave the patient the printout and told the patient that the pump was continuing to deliver less and less medication and was failing where as much of 60% isn't being delivered. The patient had been given oral meds for their pain right now but were concerned about safety since they don't know what the pump was going to give the patient (stating it is giving the patient something even if a little) and how would the patient cope if she was taken off the pump meds with withdrawal since the patient has withdrawal every day now. The patient stated that the healthcare provider's suggestion was to remove the pump and was worried about patient and the level of pain the patient was in and the thing was not working and already had a surgery just a year ago to replace the pump (B)(6) 2014. The patient had pre-existing condition of diabetes and was slow to heal. Per the reporter the healthcare provider was telling the patient they were in contact with the manufacturer all the time about the pump not working. The patient recalled that following the implant the doctor came to see her in recovery that they knew for sure that this pump was going to work, this one would not fail, they checked it out really good. The patient stated they were a slow healer and it took 20 something days after the implant (B)(6) 2014 to get the stitches removed after the pump was implanted and said it is such a shock to their body to undergo surgery with her diabetes condition. The healthcare provider stated he can remove the current pump and stated he didn't know what the patient was going to do for the pain she is in for the back and stomach when she goes through the surgery to be cut open and removed. Per the reporter the healthcare provider has contacted the manufacturer and was at a loss and feels bad for the patient. The reporter questioned if they shut off the pump completely and what will happen for withdrawals. The patient was concerned the amount that is left in the pump is at the 60% level and states there is some withdrawal on a daily basis because it's not working. On (B)(6) 2016 additional information received from the healthcare provider reported that troubleshooting included reviewing the logs. No stall shown. The cause of the volume discrepancies was not determined. The interventions/actions were that the healthcare provider was following the discrepancies. It was getting larger with each refill. Diagnostics were CT of lumbar spine was requested which did not show new or worsening pathology. The interventions were supplemental oral medications given until the problem is diagnosed/resolved. The trend of volume discrepancies were reported as follows: (B)(6) 2015: calculated: 3.7, actual: 3.0, difference: 0.7; (B)(6) 2015: calculated: 7.1, actual: 7.2, difference: 0.1; (B)(6) 2015: calculated: 4.3, actual: 5.4, difference: 1.1; (B)(6) 2015: calculated: 4, actual: 5, difference: 1; (B)(6) 2015: calculated: 2.4, actual: 3.8, difference: 1.4; (B)(6) 2015: calculated: 3.4, actual: 7.0, difference: 3.6; (B)(6) 2015: calculated: 24.1, actual: 27.0, difference: 2.9 (not the patient's refill date); (B)(6) 2015: calculated: 3.8, actual: 7.0, difference: 3.2; (B)(6) 2016: calculated: 3.7, actual: 8.8, difference: 5.1; (B)(6) 2016: calculated: 24.4, actual: 27.2, difference: 2.8 (not the patient's refill date).